Event description:
It was reported that the User experienced an infection at the Sensor insertion site. Symptoms, including inflammation, redness, bleeding, and purulent drainage and were confirmed as an infection by the treating healthcare professional. The user was prescribed Amoxicillin and initially received wound treatment. Due to the persistent infection, which was not fully resolved despite antibiotic therapy and continued to produce drainage, arrangements were made for sensor removal and replacement. The user wanted to stay on the Eversense system and was provided with a replacement Sensor. On(b)(6) 2026, the original sensor was successfully removed, and the replacement sensor was inserted without complications. Follow-up confirmed that the user was doing well, both procedures were successful, and the replacement sensor entered the warm-up phase normally.

Manufacturer narrative:
Development of Infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.